Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 he wasn't feeling well, noting he was "dizzy and shaky", so he performed a test using his adc blood glucose meter and received the following results: 86 mg/dl and 235 mg/dl. The readings were reportedly taken within 10 minutes of each other, but the customer noted taking his amaryl (glimepiride) between tests. Later, customer was taken to his healthcare provider's office for a routine check-up and because of his symptoms. During his visit a reading of 275 mg/dl was received on the hcp meter and customer was treated with 10 units of insulin. Customer was also prescribed an insulin pen. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.